Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive on bending section cover had a chip. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. Label on light guide connector was peeled. Light guide cover glass had a scratch. Protector of the video cable section had a scratch. Video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope had tip air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled adhesive around objective lens was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.